Manufacturer narrative:
Corrected field : h6 ( investigation findings ). Updated field : b4 , g3 , g6 , h2 , h11.

Manufacturer narrative:
Additional information: due to characterization limit e1 (initial reporter: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a display problem. Patient not involved.

Event description:
It was reported that before use cs100 intra-aortic balloon pump (iabp) had a display problem. Patient not involved.

Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed the reported issue. The fse reported that the screen was repaired and pc board connections were improved. The fse reported that there were no parts replaced. The unit passed all functional and safety checks to factory specification and was cleared for use.